Event description:
Patient additionally reported left side cyst. Folds, calcifications, fibroglandular pattern, pain, and capsular contracture, baker grade IV. Patient was treated with analgesics.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: seroma and capsular contracture, baker grade IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported "seroma-late" and "fear". This record is for left side. The device remains implanted.